Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 38 mg/dl. Blood glucose at the time of call was 301 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with intravenous dextrose shot. The customer visited to emergency room on (B)(6) 2022. Customer was using auto mode at the time of incident. Troubleshooting for the customer¿s low blood glucose was performed. No further customer complications were reported. The insulin pump will not be returned for analysis.